Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The event could not be confirmed. Since the target vessel sealer extend (vse) could be used with the erbe generator, there was a high possibility that the e-100 generator had failed. The fse replaced the e-100 generator and conducted operation confirmation and electrical safety tests. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, orange led flashed when the vessel sealer extend (vse) instrument was connected to the e-100 generator. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The customer stated that they tried to power cycle the e-100 generator multiple times, but the error persisted. However, the vse instrument worked normally when connecting to an erbe generator. The tse explained to the customer that the e-100 generator might be defective. The procedure was continued with no reported injury. The procedure was continued with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering the system. The reporter confirmed that the procedure was completed using an erbe generator.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi received the e-100 generator involved with this complaint to perform a failure analysis. The e-100 generator was analyzed and the reported failure was not confirmed nor reproduced. The unit was installed onto the test system and it worked fine with the vessel seal instrument installed. Fa team used the instrument with saline-dipped gauze in the jaws and fire yellow pedal/sync activations to cut/seal about 100 times, and e-100 worked fine without any issue.